Event description:
A ventilator was returned to the manufacturer for routine prevention maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues related to the power board and the internal oxygen regulator were observed. The device's power board and internal oxygen regulator needed to be replaced to address the issues. The estimate for the repair was rejected by the customer and the device was returned unrepaired per the customer's request.

Manufacturer narrative:
Device returned unrepaired per the customer's request.